Manufacturer narrative:
Beckman coulter field service engineer (fse) was dispatched to the customer site on (B)(4) 2013. The fse inspected the instrument and found a leak on the right side of the instrument. The fse noticed the leak was coming from the yellow tubing through valve vl12b. The fse replaced the tubing, resolving the leak. Following the repair, the fse validated instrument operation. Failure mode of the leak was related to yellow tubing through valve vl12b. Beckman internal identifier number for this report is (B)(4).

Event description:
The customer reported to beckman coulter (bec) that approximately 20 ml of blue fluid was leaking from the rear of the coulter lh 780 hematology analyzer. The leak was not contained within the instrument. The material safety data sheet (msds) was not reviewed by the customer. There is an exposure control/risk management plan in place at the facility. The operator was wearing a laboratory coat and gloves at the time of the incident. There was no biohazard exposure to open wounds or mucous membranes. The operator did not seek medical attention. There was no impact to patient results. No death or injury is attributed to this event and there was no change to patient treatment.